Manufacturer narrative:
This device was explanted and returned for analysis. Upon analysis this investigation will be updated.

Event description:
It was reported that inappropriate shock was delivered possibly due to myopotentials when it comes to this device. Manipulation testing was done and noise was not reproduced at a follow up for further evaluation. The patient performed push ups where noise was seen, but no oversensing was observed. The device was reprogrammed and follow up was going to be performed. Subsequently this device was explanted and returned. No adverse patient effects were reported.

Event description:
It was reported that inappropriate shock was delivered possibly due to myopotentials when it comes to this device. Manipulation testing was done and noise was not reproduced at a follow up for further evaluation. The patient performed push ups where noise was seen, but no oversensing was observed. The device was reprogrammed and follow up was going to be performed. Subsequently this device was explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.